Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results on the architect c16000 analyzer. The following data was provided: sid (B)(4) initial 120 mmol/l repeat 139 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing 1 ml syringes, list number 09d41-02. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.